Event description:
Event description guidant received information that this ventricular lead was surgically implanted over the weekend and at that time the shock impedance measurement was within normal range. Defibrillation threshold testing was not done at that time. The next day the shock impedance value increased to out of range measurements.